Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer failed to open.the customer attempted to reboot the station, but the issue persisted.as per part investigation, it was determined that physical damage by fluid ingress and corrosion on power supply.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did locate one (1) similar complaint(s) with the same failure mode for this serial number.case 06290449: every other drawer yellowa review of the device history record for s/n (B)(6) was performed from its manufacture date of 17mar.2020 and confirmed that there was no production failures correlated to the customer reported issue.the reported issue of medbank tower yellow drawer error was confirmed by the fse.according to work order (wo) 01923159, fse worked with medbank (andre) to update the firmware on the device. After the update, the drawers were briefly detected but then went offline again. Andre advised that the power supply needed replacement, so the fse traveled to obtain the part, returned to the site, and replaced the power supply. After restarting the device and coordinating with andre, all drawers were tested successfully and confirmed operational. A preventive maintenance check was performed afterward.external inspection revealed stains by fluid ingress and corrosion on one side of power supply.no laboratory bench or functional tests were deemed necessary as damage was revealed in external inspection.the device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause:the root cause of the reported issue was identified as physical damage by fluid ingress and corrosion on power supply.